Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and chest wall stimulation approximately six weeks post implant. Dislodgement was noted on x-ray. No capture and no sensing were also noted. Diagnostic testing / trouble shooting performed. The right atrial (ra) lead was programmed off and then explanted and replaced. No further patient complications have been reported as a result of this event.